Event description:
Related manufacturing reference number: 2017865-2022-05141. Related manufacturing reference number: 2017865-2022-05145. Related manufacturing reference number: 2017865-2022-05146. Related manufacturing reference number: 2017865-2022-05148. Related manufacturing reference number: 2017865-2022-05150. It was reported that the patient presented to the operating room for an epicardial lead placement. While the patient was being prepped for the procedure, the physician noted signs of infection. The procedure was aborted and the pocket was closed. No further intervention was performed. The patient was in stable condition.